Manufacturer narrative:
(B)(4) surgical procedure, incision sutured. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens and the lens ripped upon insertion into the eye. Lens was removed with no larger incision, sutures were used on the wound. Backup lens was implanted.